Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of pictures provided confirmed the inner sleeve had fractured off from the femoral trial. Radiographic review of post-operative x-rays provided confirmed a cylindrical metallic object within the femoral medullary canal proximal to the femoral stem consistent with retained metallic foreign body. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the fractured piece was retained in the patient and the rest was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the sleeve of the femoral trial fractured and was retained in the patient's femur during trial reduction. No medical intervention has been planned to remove the sleeve. Attempts have been made, however, no additional information is available.